Manufacturer narrative:
Initial reporter city: (B)(6). A mustang device was returned for analysis. A visual examination identified that the balloon was not subjected to positive pressure. No issues were identified with the balloon material which could potentially have contributed to this complaint. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied using glycerol/water but the balloon could not be fully inflated due to a shaft leak. As per mustang specification, the rated burst pressure for this device is 20 atmospheres. A visual examination found no issue with the tip section of the device. A visual examination found no issue with the markerbands. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied, and liquid was observed to be exiting from a shaft pinhole located approximately 11mm proximal from the proximal markerband. This type of damage may have occurred due to an interaction with a sharp object during preparation or another device within the vessel (e.g., micro catheter or guidewire) or exceeding the rated burst pressure of the device. No other damage or issues were noted with the shaft of the device.

Event description:
Reportable based on device analysis completed on 15oct2021. It was reported that balloon inflation failure occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified arteriovenous fistula. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, the pressure did not increase above 20 atmospheres. The procedure was completed with no device replacement. There were no patient complications reported. However, returned device analysis revealed shaft pinhole.